Manufacturer narrative:
Submit date: 03/22/2017. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a needle. The customer reports broken hub.

Manufacturer narrative:
A representative of an example of all complaint samples was received from the customer for hub split/broke. The hub of the safety needle was cracked completely through the luer and there was evidence of damage on the exterior of the luer from what appeared to be forcible attachment of the device. Thereafter exhaustive reviews conducted of the materials and the manufacturing process, the root cause could not be determined. Complaint investigations completed at the date of this memo have not identified a systemic issue with the product or processes used to manufacture the devices. Multiple tests were conducted using the affected product with both a medtronic syringe and the syringe used by the customer. Through this testing, it was discovered that the syringe used by the customer was constructed of a different material than the medtronic syringe. Additionally, through multiple conversations with the vendor, the vendor acknowledged extreme tightening of the needle assembly. Therefore, the most probable root cause has been attributed to over-torqueing of the polypropylene needle to a syringe (not manufactured by medtronic). This issue has been escalated to the corporate CAPA (corrective action and preventative action) review board team for review and further decision. Diligence has been exercised by the manufacturing facility and it has been concluded that the product continues to meet all documented design requirements. Therefore, no further actions will be taken to investigate future customer complaints received from this customer, for this specific failure mode. If information is provided in the future, a supplemental report will be issued.